Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Healthcare professional reported a non-implanted device had a bad valve discovered during implantation surgery. Patient contact with the device did not occur. The surgery was completed with a back up.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the air test is carried out and the device fills with air, and deflates without any problem. A leak test was performed and no openings were found. Fill inspection was performed and identified no blockage in the valve. The device is intact and functional. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a non-implanted device had a bad valve discovered during implantation surgery. Patient contact with the device did not occur. The surgery was completed with a back up.